Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the patient had a clinical diagnosis of falls. The patient had lost control of their lower extremities. A clinical assessment on (B)(6) 2018 was normal. The event resulted in an epileptologist visit. It was unknown if the event was related to the patient's programming/stimulation. The event is ongoing, however there is no intervention planned. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp). It was reported that the patient had more episodes of falls. It was noted that they were with or without a loss of consciousness. An EKG was performed and bradycardia was found. The patient was admitted to the hospital. The etiology was reported to be possibly related to programming/stimulation and unknown if related to medication. The event is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for 4 days. The cause of the event was not determined. The hcp was not sure if the event was related to the bradycardia. The patient was discharged from the hospital and they well be wearing a holter monitor. The event remains ongoing, and the most recent date it was confirmed to be ongoing was (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was updated to being unknown if it was related to programming. The issue was unresolved at the time of study exit.